Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller was working with pt who had their surgical lead placed retrograde and wondering how this translates over to the tablet interface for a restore ins. Technical services (tss) reviewed that 8840 had this capability but that tablet interface doesn't allow you to set up the lead/programming interface as retrograde. The pt was reporting getting excruciating levels of stim that were random in nature. Pt says stim felt like she was being electrocuted. Pt was feeling this sensation in her back, thoracic area and caller thought it looked like the general area where the lead-extn connection may have been (though caller couldn't say this for sure as pt was difficulty to work with). It's unclear when this issue started and how often it was occurring. No falls or trauma. Caller tried to do some reprogramming with pt but the pt said stim wasn't desirable and pt wanted to switch back to the programming she had coming into the clinic today. However, when caller recreated the programming caller was seeing on the session data report, the pt says the stim felt totally different. Tss reviewed possibility that lead tails may have been switched also and that this could have caused the change in stim with reprogramming. Caller tried reprogramming pt from scratch but this didn't satisfy the pt either in terms of re-establishing stim as pt wanted. Additional information from rep stated that pt showing high impedances on electrodes 3 and 6 during clinic appt on march 30. This was first time caller was aware of pt having high imped and was unsure if these high imped existed prior to march 30 appt. Caller did take these out of programming when trying to reprogram pt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on may 26th. Impedance issues were found. Patients stimulation was reprogrammed around electrodes with known impedance issues. The issue was resolved.